Event description:
Report received of a "foreign object" in the life shield blunt tip device. The customer reports that a nurse was administering a saline flush through the pre-pierced adapter when she noticed a 3/4 inch cylindrical shaped metal sheath coming out of the blunt tip device. The nurse aspirated the sheath back into the cannula and removed it from the pt's venous access device. The customer reports no adverse pt event. Though requested, no additional info was available.